Manufacturer narrative:
(B)(4). Conclusion: the analysis results found that the mcm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; due to the returned condition of the device, no further testing could be performed to evaluate the formation of the clips. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device failed to work. The surgeon expressed that the clips did not close when activating the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, the device failed to work. The surgeon expressed that the clips did not close when activating the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.